Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a cysto/bladder irrigation set. This occurred before patient use. It was stated tubing "kinked so badly" that it would not run. There was no patient involvement. No additional information is available.